Event description:
The user facility reported an unknown issue with the angio-seal device involved. After deployment, the patient felt a pop hours later or days later. After the pop, the patient was sent to surgery. The estimated blood loss was less than 250cc's. The reported event resulted in injury, a pseudo aneurysm. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient required manual compression and pressure dressing.

Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single unit performing closure with a specific technique. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).